Manufacturer narrative:
The complaint investigation for falsely elevated architect creatinine results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A review of tracking and trending for the product and the reagent lot did not identify an increase in complaint activity. As part of troubleshooting, the sample was retested and gave a lower result. The sample was retested using the same lot of reagent. Quality control (qc) results were reported to be within expected ranges. Device history record review did not identify any non-conformances or deviations with the lot and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect creatinine, lot number 14446un25, was identified.

Event description:
The customer reported a falsely elevated creatinine result generated on the architect c16000 processing module on a patient. Results provided: sid (B)(6) = 689 / 62.3 umol/l (reference range: 57-111 umol/l) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated creatinine result generated on the architect c16000 processing module on a patient. Results provided: sid (B)(6) = 689 / 62.3 umol/l (reference range: 57-111 umol/l) no impact to patient management was reported.